Manufacturer narrative:
Additional information added to b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated that: 1) medtronic product did not cause or contribute to any of the observed deaths; 2) there were occurrences of stroke and congestive heart failure requiring hospitalization with medtronic devices; 3) no medtronic devices had been explanted, and 4) patient weight and device unique device identifier information was not available. No further details were provided.

Manufacturer narrative:
Citation: zito, et al.. Incidence, predictors, and outcomes of paravalvular regurgitation after tavr in sievers type 1 bicuspid aortic valves. Jacc: cardiovascular interventions 17:14; 165 2 ¿1663 2024. Doi.org/10.1016/j.jcin.2024.05.002. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the incidence, predictors, and outcomes of paravalvular regurgitation after transcatheter aortic valve replacement (tavr) in sievers type 1 bicuspid aortic valves. The study population included 946 patients who were predominantly male with a mean age of 78 years old. Multiple manufacturer¿s devices were implanted in the study population; an undisclosed number of patients were implanted with a medtronic evolut r, evolut pro or evolut pro+ bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients adverse events included: severe paravalvular leak, major vascular complication, arrhythmia requiring permanent pacemaker implant, and conversion to surgery. No further information was provided pertaining to medtronic products.